Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the screen becomes noised. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screen becomes noised due to a faulty ultrasound plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a blurry image during reprocessing. There were no reports of patient involvement.